Event description:
It was reported that during the surgery, when cutting the suture, t1 and t2 fell off together, both were removed. Finally a backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No suture or ts were returned for examination. The depth limiter has been trimmed to the surgeons desired length. This investigation could not identify any evidence of product contribution to the reported complaint.